Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The result of the investigation is confirmed for the reported material rupture issue. A longitudinal rupture measuring 24mm in length was noted in the balloon during visual examination. There was a kink noted on both the inner and outer and there was an area of stretching noted in the outer commencing at the proximal bond. Neither the kink and stretching defects are likely to be manufacturing related as a 100% visual inspection for catheter defects is performed during catheter production. The investigation is also confirmed for detachment and the outer was detached from the balloon at the proximal bond. The root cause for the reported material rupture issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the sleek otw product was reviewed and contains the following information relevant to the reported event: balloon characteristics ¿ please check the package label for the rated burst pressure (rbp). It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Compliance charts are provided with each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The sleek® otw balloons reach their nominal diameter at 6 atm (608 kpa). Procedure: insertion and inflation procedure: note: a 0.014¿ (0.356 mm) guidewire must be inserted in the sleek® otw catheter across the balloon during any inflation of the balloon. Make sure that the balloon sleeve has been removed from the catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. There was no reported patient injury.